Manufacturer narrative:
The reported gripper actuation issue was not confirmed via returned device analysis. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no other incident reported from this lot. Based on available information and without a confirmed failure mode, a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers only lowered to approximately 100 degrees. Troubleshooting was performed, but the issue was unable to be fixed. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.